Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through stryker active: " my mother had a titanium put in as a knee replacement and until the day she died she said why did I do this? She said it never felt like my original knee and after going for all the physical therapy she said she was still in pain."